Event description:
It was reported that "the power of the hand piece cuts in and out." There was no additional information reported regarding the timing of the event or any patient involvement. No delay in surgery; no patient harm, adverse outcome or injury was alleged. It was unknown if an identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and evaluated. The customer's complaint was confirmed. A functional assessment was performed which confirmed that the motor is damaged. This is due to misuse. Should additional information become available, a supplemental medwatch report will be sent accordingly.